Manufacturer narrative:
Retainer: black. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Successfully downloaded trace/history files using thus. History download shows the user replaced multiple unexpected battery changes between july 4 and july 6, 2021. On july 4th an unexpected replace battery alert occurred at 1:00 and 11 am. On july 5th an unexpected replace battery alert occurred at 7:00 and 9:00 am, replace battery now alarm occurred at 7:31 am, and pump error 25 alarm at 12 pm. On july 6th n unexpected replace battery alert occurred at 12:00 pm and power loss alarm occurred at 7:51 pm. The power management graph confirmed replace battery alerts, pump error 25 alarm, and power loss alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.